Event description:
Customer's daughter reported that within 3 minutes, the advantage system gave blood glucose results of 127 mg/dl, 39 mg/dl, and 40 mg/dl at a time when the customer was symptomatic of hypoglycemia. Customer was not treated based on the advantage results; daughter called emt's. Emt meter result 1 minute later was 32 mg/dl, advantage system result 30 seconds later was 465 mg/dl. Emt's customer treated with an injection. Emt result 3 minutes after treatment was 66 mg/dl. A request was made for the return of the system and a replacement was sent.